Event description:
It was reported that the product leaked.

Manufacturer narrative:
The device has not been returned to the MFR at this time for evaluation. A chr review showed one other similar product complaint file(s) from this lot. (202874).